Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 473mg/dl. Troubleshooting found that the cannula was bent and customer had issues with the infusion set. Customer's blood glucose was 85mg/dl at the time of incident. Customer will treat with the pump and also indicated that they will do a complete set change. Customer was advised on proper insertion technique and to return the infusion set for analysis. No further high blood glucose troubleshooting was performed.